Event description:
Provider states unit is loud and shuts down after running for a while. Provider states she was told by the repair center to contact invacare for the repair, unit is a rental. No property damage or injury alleged.